Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and thus remained within a safe range. Customer technical support provided pump reset information, assisted the caller with resetting the pump, and continued troubleshooting when the customer called back with a charger. The reset was successful, the malfunction code did not recur, and the customer was instructed to continue using the pump but to call back if any future issues arise.